Event description:
The facility reported a pump with failure code 814:01. It is unknown when this failure code occurred. There was no patient injury or medical intervetion necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: the reported condition of failure code 814:01 could not be confirmed in the pump's event history file during product evaluation. No corrections related to this failure code were performed on the infusion pump. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.